Event description:
The company was informed that the pt developed an infection. The pt's device was explanted. The company is in the process of gathering additional info. Once advanced bionics has obtained new info, a supplemental report will be submitted.